Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s caregiver observed insulin leaking from the cartridge inside the ilet during a supply change prompted by an alert, and the caregiver completed a full supply change with guidance and successfully resumed insulin delivery. No reported adverse clinical effects. Outcomes included restoration of insulin delivery without alarms or further interruption. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a leaking cartridge associated with the insulin cartridge component, with resolution after replacement. It was concluded, based on previously established findings for similar reports, that the cause was an isolated cartridge issue addressed through supply replacement and user retraining.